Event description:
It was reported that during inspection after a service repair performed by a getinge field service engineer (fse), the compressor on the cardiosave intra-aortic balloon pump (iabp) failed the compressor test. There was no patient involved and no adverse event reported.

Manufacturer narrative:
Updated fields - b4,e1(site country),g3,g6,h2,h4,h6(type of investigation,investigation findings,component code,investigation conclusions),h10,h11. Corrected fields - b5,d5,e2,e3,e1(initial reporter),g2.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The scroll compressor was replaced to repair the unit. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the unit failed the compressor performance test. There was no harm or injury to the patient and no adverse event was reported.